Manufacturer narrative:
Product complaint #(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure of retrograde femoral rodding with retrograde femoral nail advanced, it was reported that, prior to insertion of retrograde nail, surgeon used a 4.2mm needle point drill (catalog number 03.010.104) as 'blocking screw' technique or 'poller screw' as a reduction aid. Drill performed as intended. At end of procedure, after all implants were in, the aforementioned drill was removed, and the distal 1cm of drill fractured from the based of the drill and remained in the patients femur. The surgeon decided to leave the fragment of drill as the implant construct was unaffected and retrieving the broken drill piece was determined to do more harm than just leaving it. There was no surgical delay. Procedure completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.